Manufacturer narrative:
The device has not been received to date. The customer called the olympus technical assistance center (tac) support to troubleshoot. Tac instructed the customer to confirm if the sdi cable from the sdi output port on the cv-190 connected to the sdi 2 input port on the monitor. Tac instructed the customer to press the display button on the front panel of the monitor and then the port a button and down arrow to sdi 2. The customer confirmed that they can see an image on the monitor. Tac instructed the customer to press the menu button and arrow down to screen control and set the hd scan size to "off." The customer confirmed that the image on the monitor had the right fit on the screen. Regarding the e402, tac confirmed the customer was using provation and was cabled properly. Tac instructed her to press the menu button on the cv-190 keyboard and go to the advanced menu, system setup menu, peripheral settings menu, and to the peripheral #1 tab. Tac advised customer to change the df type from endoworks to "option." The customer was able to take remote scope images that released to the provation pc but received an e405 printer is not connected error code. Tac instructed the customer to go to the user settings menu, edit menu, input menu, select a user setting, basic set up menu, and to the release #1 tab. I had her set the printer to "off." The customer confirmed that there was no longer any error codes. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus, connection issue and could not access the menu on the evis exera iii video system center. The image was not present on the monitor. There were no reports of patient harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Section b5 was updated with information that was inadvertently left out of the initial report. The device history record was unable to be reviewed for this device since the serial number was unknown. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the problem was able to be resolved through troubleshooting. However, the definitive root cause of the image failure could not be determined. The device was not returned for analysis. It is possible that the image failed to display due to incorrect settings on the monitor. Olympus will continue to monitor field performance for this device.

Event description:
The event occurred during a colonoscopy procedure. The procedure was completed without delay with the same device. The patient was under propofol. The device was inspected before use, and no anomalies were found.